Manufacturer narrative:
No devices were returned to the manufacturer for analysis. Device manufacturing date not known at the time of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used intra/peri-operatively of a functional endoscopic sinus surgery (fess) procedure. It was reported that, when the site was tracking the instruments, half of their patient's anatomy was off the screen. The images only showed the top half of the computed tomography (CT) scans. The site did not experience this issue until the end of the case and then the navigation was aborted. It was noted that the scans were up to protocol and the trace was successful and accurate. A new patient and instrument tracking cord was installed with no results. A curved suction was attached instead of the straight suction and once calibrated, it would not change to a different instrument. It was later noted that the representative was unable to recreate this issue through troubleshooting and found the navigation system functioning as designed. There was a less than 1-hour delay to the procedure and no impact on patient outcome.

Manufacturer narrative:
Correction: the date received by manufacturer on followup #2 was 04/02/2019. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the issue could not be replicated. The system then passed the system checkout and was found to be fully functional. No devices were returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later noted that the case was almost finished when tracking was interrupted. The surgeon and staff tried a few remedies and after a 15-minute delay in the surgery, they were able to finish the case with no other patient repercussions. The representative stated that the instrument being used was tracked out of surgical field causing the images to disappear from the screen.